Event description:
It was reported that the entire device system was explanted 2 days after implant due to right ventricular lead fracture. A non-boston scientific product was implanted as a replacement. No additional adverse patient effects were reported.